Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a coronary stenting treatment procedure, a vessel perforation occurred. Ivus was performed initially to determine vessel size. The physician direct stented the 70% stenosed lesion located in the noncalcified and moderately tortuous, mid right coronary artery (rca) with a liberte' 4.5x32mm bare metal stent to 12 atms. Upon deflation, angiography revealed an edge dissection, which was later shown to be a perforation at the distal edge of the stent. The perforation was treated with a 4.0x16mm non bsc stent. No additional patient injuries or complications were reported. Ivus and angiography confirmed successful treatment of the perforation. Patient status post procedure is noted as fine.